Event description:
The manufacturer received information alleging the device did not meet acceptance criteria for rubber feet and the enclosure. There was no harm or injury reported.during the evaluation of the device at the manufacturer's service center, the reported issue was confirmed. Additional findings were error code e-195, e-190 and e-291. The customer has requested that the device not be repaired.